Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was clear fluid of approximately 3ml from the sample probe on the instrument. The leak was contained. There were no instrument generated error messages. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There was no report of exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a liquid leak coming from sample probe. The vacuum tube from qd421 was disconnected from the fitting. The fse trimmed and reconnected the tube to qd421. There were no further leaks reported. Identified failure modes: failure mode is related to disconnected tubing at qd421. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact cbc (complete blood count) / differential and nrbc (nucleated red blood cell) results due to carryover due to csm (common services module) assembly failure to remove probe waste. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).